Manufacturer narrative:
The evaluation of the event is still on-going. Should additional relevant information be provided a supplemental report will be submitted.

Event description:
It was discovered during the device evaluation, that the forceps channel of the olympus evis exera iii colonovideoscope had foreign material present. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could be simethicone. There was no deformation to the area where the foreign material was detected. Additionally, there was no deviation from the instructions for use reprocessing steps. Therefore, the cause of the material remaining in the device could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.